Event description:
Related manufacturing reference number: 2017865-2022-17362. It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right ventricular (rv) lead had high capture thresholds and low pacing impedance, and the right atrial (ra) lead failed to capture and also had low pacing impedance. It was discovered radiographically that both leads were fracture. The patient was asymptomatic. Both the rv and ra leads were capped, but only a new rv lead was implanted on (B)(6) 2022 as the physician downgraded the device to a single chamber pacemaker. The patient was stable throughout the procedure.